Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient confirmed that before he drove the car he check his fingerstick; the bg reading was 225 mg/dl and the cgm reading was 40 mg/dl. The patient was driving and was feeling foggy in his mind, hard to feel senses, unable to think and he could not talk; at that point the cgm reading was 367 mg/dl. The patient was involved in a car accident and lost consciousness. An ambulance was called and they took a blood glucose reading which was 25 mg/dl and the cgm reading was 145 mg/dl. The paramedics treated the patient with IV dextrose (2 units of 25mg). The patient regained consciousness in the ambulance. The paramedics assisted that patient for 1 hour and then left. At the time of the report the bg was 188 mg/dl and the cgm reading was 180 mg/dl and the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.